Event description:
It was reported that the lead perforated the right ventricle post implant. The lead was not explanted but was pulled back without any issue. Sensing and capture were good and in normal ranges. The patient will be monitored.

Manufacturer narrative:
Na